Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash/ rash"), abdominal distension ("bloating"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, rash, abdominal distension, headache and nausea outcome was unknown. The reporter considered abdominal distension, headache, nausea, pelvic pain and rash to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash/ rash"), abdominal distension ("bloating"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, rash, abdominal distension, headache and nausea outcome was unknown. The reporter considered abdominal distension, headache, nausea, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/continuously in pain / unusual pain after essure') in a 47-year-old female patient who had essure (batch no. 857696- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gerd, yeast infection and itching. Concurrent conditions included uterine fibroid since (B)(6)2013, morbid obesity, menstruation irregular, delayed period, adenomyosis, parakeratosis, inflammation, vomiting, adverse drug reaction nos and erythema. In 2011, the patient experienced allergy to metals ("allergic or hypersensitivity type:allergic to nickel and was never asked or told nickel was in essure/nickel allergy/nickel allergy would not have gotten essure implants had I known nickel was part of composition") and rash ("skin rash/ rash/rashes on neck, back stomach and legs"). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)worsened after essure") and menorrhagia ("abnormal bleeding(menorrhagia) worsened after essure"). In 2012, the patient experienced urinary tract infection ("uti"), vaginal infection ("vaginal infections increased"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and cystitis ("bladder infection"). On (B)(6)2013, the patient experienced arthralgia ("pain in joints/hip pain"), hypoaesthesia ("left extremity numbness") and paraesthesia ("tingling, hip pain"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches worsened after essure"), nausea ("nausea became more severe after essure"), irritability ("hormonal changes describe: increased irritability"), anger ("hormonal changes describe: increased anger"), depression ("depression"), anxiety ("anxiety increased"), migraine ("migraines worsened after essure/migraines increased"), musculoskeletal pain ("pain in shoulders"), pain in extremity ("pain in legs / arm pain"), dysmenorrhoea ("dysmenorrhea(cramping)far more severe after essure implants"), dyspareunia ("dyspareunia(painful sexual intercourse)when I was sexually active,it was painful"), vaginal discharge ("vaginal discharge continuous problem which worsened after essure implantation"), astigmatism ("vision/eye problems type: astigmatism seemed to have gotten worse"), vision blurred ("vision was cloudy"), diplopia ("seeing double"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd worse"), constipation ("constipation problems increased"), myalgia ("muscle pain"), back pain ("back pain"), fatigue ("fatigue due to essure pain,stress, and hysterectomy"), stress ("stress"), vulvovaginal dryness ("hormonal changes-describe: vaginal dryness"), alopecia ("hair loss"), pain ("pain all over body") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain(protruding stomach-looked 6-8 months pregnant)"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, allergy to metals, rash, abdominal distension, headache, nausea, irritability, anger, urinary tract infection, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, musculoskeletal pain, pain in extremity, arthralgia, dyspareunia, vaginal discharge, astigmatism, vision blurred, diplopia, weight increased, constipation, hypoaesthesia, paraesthesia, myalgia, back pain, fatigue, stress, vulvovaginal dryness, alopecia, cystitis, pain and vulvovaginal pain outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the gastrooesophageal reflux disease was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anger, anxiety, arthralgia, astigmatism, back pain, bladder disorder, constipation, cystitis, depression, diplopia, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hypoaesthesia, irritability, menorrhagia, migraine, musculoskeletal pain, myalgia, nausea, pain, pain in extremity, paraesthesia, pelvic pain, rash, stress, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight as of (B)(6)2019: 220 lbs. Approximate weight at the time of essure placement 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.2 kg/sqm. Biopsy uterus - on (B)(6)2013: it contains multiple fragments of red-brown, mucoid and hemorrhagic tissue measuring 2.5 x 2.5 x 0.4 cm in aggregate.. Hysterosalpingogram - on (B)(6)2011: result: total bilateral occlusion.. Pathology test - on (B)(6)2013: the attached left fallopian tube with fimbrial end, measures 6.5 x 1.0 x 0.8 cm; cut sections show a pinpoint lumen. The attached right fallopian tube with fimbrial end, measures 7 x 1 x 0.7 cm; cut sections show a pinpoint lumen with a silvery metal-like spring grossly identified.. Ultrasound scan - on an unknown date: has fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: hypoaesthesia, paraesthesia, back pain, hip pain, dysmenorrhea, depression, migraine, headache. Most recent follow-up information incorporated above includes: on 19-sep-2019: update of information (batch is invalid). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/continuously in pain / unusual pain after essure') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gerd and yeast infection. Concurrent conditions included uterine fibroid since (B)(6) 2013 and morbid obesity. In 2011, the patient experienced allergy to metals ("allergic or hypersensitivity type:allergic to nickel and was never asked or told nickel was in essure/nickel allergy/nickel allergy would not have gotten essure implants had I knownnickel was part of composition") and rash ("skin rash/ rash/rashes on neck, back stomach and legs"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)worsened after essure") and menorrhagia ("abnormal bleeding(menorrhagia) worsened after essure"). In 2012, the patient experienced urinary tract infection ("uti"), vaginal infection ("vaginal infections increased"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and cystitis ("bladder infection"). On (B)(6) 2013, the patient experienced arthralgia ("pain in joints/hip pain"), hypoaesthesia ("left extremity numbness") and paraesthesia ("tingling, hip pain"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches worsened after essure"), nausea ("nausea became more severe after essure"), irritability ("hormonal changes describe: increased irritability"), anger ("hormonal changes describe: increased anger"), depression ("depression"), anxiety ("anxiety increased"), migraine ("migraines worsened after essure/migraines increased"), musculoskeletal pain ("pain in shoulders"), pain in extremity ("pain in legs / arm pain"), dysmenorrhoea ("dysmenorrhea(cramping)far more severe after essure implants"), dyspareunia ("dyspareunia(painful sexual intercourse)when I was sexually active,it was painful"), vaginal discharge ("vaginal discharge continuous problem which worsened after essure implantation"), astigmatism ("vision/eye problems type: astigmatism seemed to have gotten worse"), vision blurred ("vision was cloudy"), diplopia ("seeing double"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd worse"), constipation ("constipation problems increased"), myalgia ("muscle pain"), back pain ("back pain"), fatigue ("fatigue due to essure pain,stress, and hysterectomy"), stress ("stress"), vulvovaginal dryness ("hormonal changes-describe: vaginal dryness"), alopecia ("hair loss"), pain ("pain all over body") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain(protruding stomach-looked 6-8 months pregnant)"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals, rash, abdominal distension, headache, nausea, irritability, anger, urinary tract infection, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, musculoskeletal pain, pain in extremity, arthralgia, dyspareunia, vaginal discharge, astigmatism, vision blurred, diplopia, weight increased, constipation, hypoaesthesia, paraesthesia, myalgia, back pain, fatigue, stress, vulvovaginal dryness, alopecia, cystitis, pain and vulvovaginal pain outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the gastrooesophageal reflux disease was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anger, anxiety, arthralgia, astigmatism, back pain, bladder disorder, constipation, cystitis, depression, diplopia, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hypoaesthesia, irritability, menorrhagia, migraine, musculoskeletal pain, myalgia, nausea, pain, pain in extremity, paraesthesia, pelvic pain, rash, stress, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 220 lbs. Approximate weight at the time of essure placement 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: hypoaesthesia, paraesthesia, back pain, hip pain, dysmenorrhea, depression, migraine, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs received- new event vaginal pain were added. Outcome of vaginal haemorrhage, menorrhagia, dysmenorrhoea updated to recovered / resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/continuously in pain / unusual pain after essure") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included obesity and uterine fibroid since (B)(6) 2013. In 2011, the patient experienced allergy to metals ("allergic or hypersensitivity type:allergic to nickel and was never asked or told nickel was in essure/nickel allergy/nickel allergy would not have gotten essure implants had I knownnickel was part of composition") and rash ("skin rash/ rash/rashes on neck, back stomach and legs"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)worsened after essure") and menorrhagia ("abnormal bleeding(menorrhagia) worsened after essure"). In 2012, the patient experienced urinary tract infection ("uti"), vaginal infection ("vaginal infections increased"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and cystitis ("bladder infection"). On (B)(6) 2013, the patient experienced arthralgia ("pain in joints/hip pain"), hypoaesthesia ("left extremity numbness") and paraesthesia ("tingling, hip pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches worsened after essure"), nausea ("nausea became more severe after essure"), irritability ("hormonal changes describe: increased irritability"), anger ("hormonal changes describe: increased anger"), depression ("depression"), anxiety ("anxiety increased"), migraine ("migraines worsened after essure/migraines increased"), musculoskeletal pain ("pain in shoulders"), pain in extremity ("pain in legs / arm pain"), dysmenorrhoea ("dysmenorrhea(cramping)far more severe after essure implants"), dyspareunia ("dyspareunia(painful sexual intercourse)when I was sexually active,it was painful"), vaginal discharge ("vaginal discharge continuous problem which worsened after essure implantation"), astigmatism ("vision/eye problems type: astigmatism seemed to have gotten worse"), vision blurred ("vision was cloudy"), diplopia ("seeing double"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd worse"), constipation ("constipation problems increased"), myalgia ("muscle pain"), back pain ("back pain"), fatigue ("fatigue due to essure pain,stress, and hysterectomy"), stress ("stress"), vulvovaginal dryness ("hormonal changes-describe: vaginal dryness"), alopecia ("hair loss") and pain ("pain all over body") and was found to have weight increased ("weight gain(protruding stomach-looked 6-8 months pregnant)"). The patient was treated with surgery (hysterectomy (partial) removal of uterus, cervix, fallopain tube with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals, vaginal haemorrhage, menorrhagia, rash, abdominal distension, headache, nausea, irritability, anger, urinary tract infection, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, musculoskeletal pain, pain in extremity, arthralgia, dysmenorrhoea, dyspareunia, vaginal discharge, astigmatism, vision blurred, diplopia, weight increased, constipation, hypoaesthesia, paraesthesia, myalgia, back pain, fatigue, stress, vulvovaginal dryness, alopecia, cystitis and pain outcome was unknown and the gastrooesophageal reflux disease was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anger, anxiety, arthralgia, astigmatism, back pain, bladder disorder, constipation, cystitis, depression, diplopia, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hypoaesthesia, irritability, menorrhagia, migraine, musculoskeletal pain, myalgia, nausea, pain, pain in extremity, paraesthesia, pelvic pain, rash, stress, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 220 lbs. Approximate weight at the time of essure placement 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.2 kg/sqm. Hysterosalpingogram: in (B)(6) 2011: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: hypoaesthesia, paraesthesia, back pain, hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: plaintiff fact sheet and mr received : events added: hormonal changes describe: increased irritability and anger due to pain, abnormal bleeding (vaginal, menorrhagia)worsened after essure, allergic or hypersensitivity type: allergic to nickel and was never asked or told nickel was in essure nickel allergy/nickel allergy would not have gotten essure implants had I known nickel was part of composition, uti, vaginal infections increased, depression, anxiety increased, bladder or urinary problems or changes, migraines worsened after essure/migraines increased, pain in shoulders and legs, joints, dysmenorrhea (cramping)far more severe after essure implants, dyspareunia(painful sexual intercourse)when I was sexually active, it was painful, vaginal discharge continuous problem which worsened after essure implantation, vision/eye problems type: astigmatism seemed to have gotten worse, vision was cloudy, seeing double, weight gain(protruding stomach-looked 6-8 months pregnant), gerd worse, constipation problems increased, left extremity numbness and tingling, hip pain, back pain, muscle pain, fatigue due to essure pain, stress, vaginal dryness, hair loss. Event outcome was updated for the event: gerd. Lab data, concomitant conditions were added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/continuously in pain / unusual pain after essure') in a 47-year-old female patient who had essure (batch no. 857696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gerd, yeast infection and itching. Concurrent conditions included uterine fibroid since (B)(6) 2013, morbid obesity, menstruation irregular, delayed period, adenomyosis, parakeratosis, inflammation, vomiting, adverse drug reaction and erythema. In 2011, the patient experienced allergy to metals ("allergic or hypersensitivity type:allergic to nickel and was never asked or told nickel was in essure/nickel allergy/nickel allergy would not have gotten essure implants had I known nickel was part of composition") and rash ("skin rash/ rash/rashes on neck, back stomach and legs"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)worsened after essure") and menorrhagia ("abnormal bleeding(menorrhagia) worsened after essure"). In 2012, the patient experienced urinary tract infection ("uti"), vaginal infection ("vaginal infections increased"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and cystitis ("bladder infection"). On (B)(6) 2013, the patient experienced arthralgia ("pain in joints/hip pain"), hypoaesthesia ("left extremity numbness") and paraesthesia ("tingling, hip pain"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches worsened after essure"), nausea ("nausea became more severe after essure"), irritability ("hormonal changes describe: increased irritability"), anger ("hormonal changes describe: increased anger"), depression ("depression"), anxiety ("anxiety increased"), migraine ("migraines worsened after essure/migraines increased"), musculoskeletal pain ("pain in shoulders"), pain in extremity ("pain in legs / arm pain"), dysmenorrhoea ("dysmenorrhea(cramping)far more severe after essure implants"), dyspareunia ("dyspareunia(painful sexual intercourse)when I was sexually active,it was painful"), vaginal discharge ("vaginal discharge continuous problem which worsened after essure implantation"), astigmatism ("vision/eye problems type: astigmatism seemed to have gotten worse"), vision blurred ("vision was cloudy"), diplopia ("seeing double"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd worse"), constipation ("constipation problems increased"), myalgia ("muscle pain"), back pain ("back pain"), fatigue ("fatigue due to essure pain,stress, and hysterectomy"), stress ("stress"), vulvovaginal dryness ("hormonal changes-describe: vaginal dryness"), alopecia ("hair loss"), pain ("pain all over body") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain(protruding stomach-looked 6-8 months pregnant)"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals, rash, abdominal distension, headache, nausea, irritability, anger, urinary tract infection, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, musculoskeletal pain, pain in extremity, arthralgia, dyspareunia, vaginal discharge, astigmatism, vision blurred, diplopia, weight increased, constipation, hypoaesthesia, paraesthesia, myalgia, back pain, fatigue, stress, vulvovaginal dryness, alopecia, cystitis, pain and vulvovaginal pain outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the gastrooesophageal reflux disease was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anger, anxiety, arthralgia, astigmatism, back pain, bladder disorder, constipation, cystitis, depression, diplopia, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hypoaesthesia, irritability, menorrhagia, migraine, musculoskeletal pain, myalgia, nausea, pain, pain in extremity, paraesthesia, pelvic pain, rash, stress, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 220 lbs. Approximate weight at the time of essure placement 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.2 kg/sqm. Biopsy uterus - on (B)(6) 2013: it contains multiple fragments of red-brown, mucoid and hemorrhagic tissue measuring 2.5 x 2.5 x 0.4 cm in aggregate.. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion.. Pathology test - on (B)(6) 2013: the attached left fallopian tube with fimbrial end, measures 6.5 x 1.0 x 0.8 cm; cut sections show a pinpoint lumen. The attached right fallopian tube with fimbrial end, measures 7 x 1 x 0.7 cm; cut sections show a pinpoint lumen with a silvery metal-like spring grossly identified.. Ultrasound scan - on an unknown date: has fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: hypoaesthesia, paraesthesia, back pain, hip pain, dysmenorrhea, depression, migraine, headache. Most recent follow-up information incorporated above includes: on 6-sep-2019: medical record received - lot number, lab data and medical history were added. New reporter were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/continuously in pain / unusual pain after essure') in a 47-year-old female patient who had essure (batch no. 857696-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gerd, yeast infection and itching. Concurrent conditions included uterine fibroid since (B)(6) 2013, morbid obesity, menstruation irregular, delayed period, adenomyosis, parakeratosis, inflammation, vomiting, adverse drug reaction nos and erythema. In 2011, the patient experienced allergy to metals ("allergic or hypersensitivity type:allergic to nickel and was never asked or told nickel was in essure/nickel allergy/nickel allergy would not have gotten essure implants had I known nickel was part of composition") and rash ("skin rash/ rash/rashes on neck, back stomach and legs"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)worsened after essure") and menorrhagia ("abnormal bleeding(menorrhagia) worsened after essure\cycle has gotten longer"). In 2012, the patient experienced urinary tract infection ("uti"), vaginal infection ("vaginal infections increased"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and cystitis ("bladder infection"). On (B)(6) 2013, the patient experienced arthralgia ("pain in joints/hip pain"), hypoaesthesia ("left extremity numbness") and paraesthesia ("tingling, hip pain"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches worsened after essure"), nausea ("nausea became more severe after essure"), irritability ("hormonal changes describe: increased irritability"), anger ("hormonal changes describe: increased anger"), depression ("depression"), anxiety ("anxiety increased"), migraine ("migraines worsened after essure/migraines increased"), musculoskeletal pain ("pain in shoulders"), pain in extremity ("pain in legs / arm pain"), dysmenorrhoea ("dysmenorrhea(cramping)far more severe after essure implants"), dyspareunia ("dyspareunia(painful sexual intercourse)when I was sexually active,it was painful"), vaginal discharge ("vaginal discharge continuous problem which worsened after essure implantation"), astigmatism ("vision/eye problems type: astigmatism seemed to have gotten worse"), vision blurred ("vision was cloudy"), diplopia ("seeing double"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd worse"), constipation ("constipation problems increased"), myalgia ("muscle pain"), back pain ("back pain"), fatigue ("fatigue due to essure pain,stress, and hysterectomy"), stress ("stress"), vulvovaginal dryness ("hormonal changes-describe: vaginal dryness"), alopecia ("hair loss"), pain ("pain all over body"), vulvovaginal pain ("vaginal pain"), adnexa uteri pain ("pain in ovaries"), psoriasis ("psoriasis"), dizziness ("lightheadedness"), pruritus ("itch"), post procedural haemorrhage ("post procedural bleeding"), procedural pain ("post procedural pain"), autism spectrum disorder ("autism"), sickle cell anaemia ("sickle cell anemia"), cardiac disorder ("heart disease"), diabetes mellitus ("diabetes"), systemic lupus erythematosus ("lupus"), chronic obstructive pulmonary disease ("copd"), asthma ("asthma"), hypertension ("hypertension"), dementia ("dementia"), endometriosis ("endometriosis"), lung disorder ("lung disease"), oesophageal disorder ("esophageal disease"), multiple sclerosis ("multiple sclerosis"), parkinson's disease ("parkinsons") and oropharyngeal pain ("sore throat") and was found to have weight increased ("weight gain(protruding stomach-looked 6-8 months pregnant)"), uterine leiomyoma ("fibroids"), neoplasm ("tumor") and prostate cancer ("prostate cancer"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals, rash, abdominal distension, headache, nausea, irritability, anger, urinary tract infection, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, musculoskeletal pain, pain in extremity, arthralgia, dyspareunia, vaginal discharge, astigmatism, vision blurred, diplopia, weight increased, constipation, hypoaesthesia, paraesthesia, myalgia, back pain, fatigue, stress, vulvovaginal dryness, alopecia, cystitis, pain, vulvovaginal pain, uterine leiomyoma, psoriasis, dizziness, pruritus, post procedural haemorrhage, procedural pain, autism spectrum disorder, sickle cell anaemia, cardiac disorder, diabetes mellitus, systemic lupus erythematosus, chronic obstructive pulmonary disease, asthma, hypertension, dementia, neoplasm, endometriosis, prostate cancer, lung disorder, oesophageal disorder, multiple sclerosis and oropharyngeal pain outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the gastrooesophageal reflux disease was resolving. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, anger, anxiety, arthralgia, asthma, astigmatism, autism spectrum disorder, back pain, bladder disorder, cardiac disorder, chronic obstructive pulmonary disease, constipation, cystitis, dementia, depression, diabetes mellitus, diplopia, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrooesophageal reflux disease, headache, hypertension, hypoaesthesia, irritability, lung disorder, menorrhagia, migraine, multiple sclerosis, musculoskeletal pain, myalgia, nausea, neoplasm, oesophageal disorder, oropharyngeal pain, pain, pain in extremity, paraesthesia, parkinson's disease, pelvic pain, post procedural haemorrhage, procedural pain, prostate cancer, pruritus, psoriasis, rash, sickle cell anaemia, stress, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 220 lbs. Approximate weight at the time of essure placement 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.2 kg/sqm. Biopsy uterus - on (B)(6) 2013: it contains multiple fragments of red-brown, mucoid and hemorrhagic tissue measuring 2.5 x 2.5 x 0.4 cm in aggregate.. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion.. Pathology test - on (B)(6) 2013: the attached left fallopian tube with fimbrial end, measures 6.5 x 1.0 x 0.8 cm; cut sections show a pinpoint lumen. The attached right fallopian tube with fimbrial end, measures 7 x 1 x 0.7 cm; cut sections show a pinpoint lumen with a silvery metal-like spring grossly identified.. Ultrasound scan - on an unknown date: has fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: hypoaesthesia, paraesthesia, back pain, hip pain, dysmenorrhea, depression, migraine, headache. Most recent follow-up information incorporated above includes: on 7-feb-2020: social media received: events added- autism, sickle cell anemia, heart disease, diabetes, lupus, copd, parkinsons, asthma, skin disorder, dementia, tumor, endometriosis, prostate cancer, lung disease, esophageal disease, multiple sclerosis, hypertension,sore throat. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/continuously in pain / unusual pain after essure') in a 47-year-old female patient who had essure (batch no. 857696- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gerd, yeast infection and itching. Concurrent conditions included uterine fibroid since (B)(6) of 2013, morbid obesity, menstruation irregular, delayed period, adenomyosis, parakeratosis, inflammation, vomiting, adverse drug reaction nos and erythema. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced allergy to metals ("allergic or hypersensitivity type:allergic to nickel and was never asked or told nickel was in essure/nickel allergy/nickel allergy would not have gotten essure implants had I knownnickel was part of composition") and rash ("skin rash/ rash/rashes on neck, back stomach and legs"). In (B)(6) of 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) worsened after essure") and menorrhagia ("abnormal bleeding(menorrhagia) worsened after essure"). In 2012, the patient experienced urinary tract infection ("uti"), vaginal infection ("vaginal infections increased"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and cystitis ("bladder infection"). On (B)(6) 2013, the patient experienced arthralgia ("pain in joints/hip pain"), hypoaesthesia ("left extremity numbness") and paraesthesia ("tingling, hip pain"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches worsened after essure"), nausea ("nausea became more severe after essure"), irritability ("hormonal changes describe: increased irritability"), anger ("hormonal changes describe: increased anger"), depression ("depression"), anxiety ("anxiety increased"), migraine ("migraines worsened after essure/migraines increased"), musculoskeletal pain ("pain in shoulders"), pain in extremity ("pain in legs / arm pain"), dysmenorrhoea ("dysmenorrhea(cramping)far more severe after essure implants"), dyspareunia ("dyspareunia(painful sexual intercourse)when I was sexually active,it was painful"), vaginal discharge ("vaginal discharge continuous problem which worsened after essure implantation"), astigmatism ("vision/eye problems type: astigmatism seemed to have gotten worse"), vision blurred ("vision was cloudy"), diplopia ("seeing double"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd worse"), constipation ("constipation problems increased"), myalgia ("muscle pain"), back pain ("back pain"), fatigue ("fatigue due to essure pain,stress, and hysterectomy"), stress ("stress"), vulvovaginal dryness ("hormonal changes-describe: vaginal dryness"), alopecia ("hair loss"), pain ("pain all over body"), vulvovaginal pain ("vaginal pain"), adnexa uteri pain ("pain in ovaries"), psoriasis ("psoriasis"), dizziness ("lightheadedness"), pruritus ("itch"), post procedural haemorrhage ("post procedural bleeding") and procedural pain ("post procedural pain") and was found to have weight increased ("weight gain(protruding stomach-looked 6-8 months pregnant)") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals, rash, abdominal distension, headache, nausea, irritability, anger, urinary tract infection, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, musculoskeletal pain, pain in extremity, arthralgia, dyspareunia, vaginal discharge, astigmatism, vision blurred, diplopia, weight increased, constipation, hypoaesthesia, paraesthesia, myalgia, back pain, fatigue, stress, vulvovaginal dryness, alopecia, cystitis, pain, vulvovaginal pain, uterine leiomyoma, psoriasis, dizziness, pruritus, post procedural haemorrhage and procedural pain outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the gastrooesophageal reflux disease was resolving. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, anger, anxiety, arthralgia, astigmatism, back pain, bladder disorder, constipation, cystitis, depression, diplopia, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hypoaesthesia, irritability, menorrhagia, migraine, musculoskeletal pain, myalgia, nausea, pain, pain in extremity, paraesthesia, pelvic pain, post procedural haemorrhage, procedural pain, pruritus, psoriasis, rash, stress, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 220 lbs. Approximate weight at the time of essure placement 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.2 kg/sqm. Biopsy uterus - on (B)(6) 2013: it contains multiple fragments of red-brown, mucoid and hemorrhagic tissue measuring 2.5 x 2.5 x 0.4 cm in aggregate. Hysterosalpingogram on (B)(6) 2011: result: total bilateral occlusion.. Pathology test on (B)(6) 2013: the attached left fallopian tube with fimbrial end, measures 6.5 x 1.0 x 0.8 cm; cut sections show a pinpoint lumen. The attached right fallopian tube with fimbrial end, measures 7 x 1 x 0.7 cm; cut sections show a pinpoint lumen with a silvery metal-like spring grossly identified.. Ultrasound scan on an unknown date: has fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: hypoaesthesia, paraesthesia, back pain, hip pain, dysmenorrhea, depression, migraine, headache. Most recent follow-up information incorporated above includes: on 24-jan-2020: social media received. Event:pain in ovaries, fibroids, leg pain, psoriasis, lightheadedness, itch,post procedural pain and post procedural bleeding were added. Fu 7 and 8 processed together. On 27-jan-2020: pfs received. No new information added.fu 7 and 8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/continuously in pain / unusual pain after essure') in a 47-year-old female patient who had essure (batch no. 857696-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gerd, yeast infection and itching. Concurrent conditions included uterine fibroid since (B)(6) 2013, morbid obesity, menstruation irregular, delayed period, adenomyosis, parakeratosis, inflammation, vomiting, adverse drug reaction nos and erythema. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced allergy to metals ("allergic or hypersensitivity type:allergic to nickel and was never asked or told nickel was in essure/nickel allergy/nickel allergy would not have gotten essure implants had I known nickel was part of composition") and rash ("skin rash/ rash/rashes on neck, back stomach and legs"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)worsened after essure") and menorrhagia ("abnormal bleeding(menorrhagia) worsened after essure\cycle has gotten longer"). In 2012, the patient experienced urinary tract infection ("uti"), vaginal infection ("vaginal infections increased"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and cystitis ("bladder infection"). On (B)(6) 2013, the patient experienced arthralgia ("pain in joints/hip pain"), hypoaesthesia ("left extremity numbness") and paraesthesia ("tingling, hip pain"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches worsened after essure"), nausea ("nausea became more severe after essure"), irritability ("hormonal changes describe: increased irritability"), anger ("hormonal changes describe: increased anger"), depression ("depression"), anxiety ("anxiety increased"), migraine ("migraines worsened after essure/migraines increased"), musculoskeletal pain ("pain in shoulders"), pain in extremity ("pain in legs / arm pain"), dysmenorrhoea ("dysmenorrhea(cramping)far more severe after essure implants"), dyspareunia ("dyspareunia(painful sexual intercourse)when I was sexually active,it was painful"), vaginal discharge ("vaginal discharge continuous problem which worsened after essure implantation"), astigmatism ("vision/eye problems type: astigmatism seemed to have gotten worse"), vision blurred ("vision was cloudy"), diplopia ("seeing double"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd worse"), constipation ("constipation problems increased"), myalgia ("muscle pain"), back pain ("back pain"), fatigue ("fatigue due to essure pain,stress, and hysterectomy"), stress ("stress"), vulvovaginal dryness ("hormonal changes-describe: vaginal dryness"), alopecia ("hair loss"), pain ("pain all over body"), vulvovaginal pain ("vaginal pain"), adnexa uteri pain ("pain in ovaries"), psoriasis ("psoriasis"), dizziness ("lightheadedness"), pruritus ("itch"), post procedural haemorrhage ("post procedural bleeding"), procedural pain ("post procedural pain"), autism spectrum disorder ("autism"), sickle cell anaemia ("sickle cell anemia"), cardiac disorder ("heart disease"), diabetes mellitus ("diabetes"), systemic lupus erythematosus ("lupus"), chronic obstructive pulmonary disease ("copd"), asthma ("asthma"), hypertension ("hypertension"), dementia ("dementia"), endometriosis ("endometriosis"), lung disorder ("lung disease"), oesophageal disorder ("esophageal disease"), multiple sclerosis ("multiple sclerosis"), parkinson's disease ("parkinsons") and oropharyngeal pain ("sore throat") and was found to have weight increased ("weight gain(protruding stomach-looked 6-8 months pregnant)"), uterine leiomyoma ("fibroids"), neoplasm ("tumor") and prostate cancer ("prostate cancer"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals, rash, abdominal distension, headache, nausea, irritability, anger, urinary tract infection, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, musculoskeletal pain, pain in extremity, arthralgia, dyspareunia, vaginal discharge, astigmatism, vision blurred, diplopia, weight increased, constipation, hypoaesthesia, paraesthesia, myalgia, back pain, fatigue, stress, vulvovaginal dryness, alopecia, cystitis, pain, vulvovaginal pain, uterine leiomyoma, psoriasis, dizziness, pruritus, post procedural haemorrhage, procedural pain, autism spectrum disorder, sickle cell anaemia, cardiac disorder, diabetes mellitus, systemic lupus erythematosus, chronic obstructive pulmonary disease, asthma, hypertension, dementia, neoplasm, endometriosis, prostate cancer, lung disorder, oesophageal disorder, multiple sclerosis and oropharyngeal pain outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the gastrooesophageal reflux disease was resolving. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, anger, anxiety, arthralgia, asthma, astigmatism, autism spectrum disorder, back pain, bladder disorder, cardiac disorder, chronic obstructive pulmonary disease, constipation, cystitis, dementia, depression, diabetes mellitus, diplopia, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrooesophageal reflux disease, headache, hypertension, hypoaesthesia, irritability, lung disorder, menorrhagia, migraine, multiple sclerosis, musculoskeletal pain, myalgia, nausea, neoplasm, oesophageal disorder, oropharyngeal pain, pain, pain in extremity, paraesthesia, parkinson's disease, pelvic pain, post procedural haemorrhage, procedural pain, prostate cancer, pruritus, psoriasis, rash, sickle cell anaemia, stress, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight as of 18-03-2019: 220 lbs. Approximate weight at the time of essure placement 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.2 kg/sqm. Biopsy uterus - on (B)(6) 2013: it contains multiple fragments of red-brown, mucoid and hemorrhagic tissue measuring 2.5 x 2.5 x 0.4 cm in aggregate. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Pathology test - on (B)(6) 2013: the attached left fallopian tube with fimbrial end, measures 6.5 x 1.0 x 0.8 cm; cut sections show a pinpoint lumen. The attached right fallopian tube with fimbrial end, measures 7 x 1 x 0.7 cm; cut sections show a pinpoint lumen with a silvery metal-like spring grossly identified. Ultrasound scan - on an unknown date: has fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: hypoaesthesia, paraesthesia, back pain, hip pain, dysmenorrhea, depression, migraine, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.